Event description:
It was reported that the asymptomatic patient presented into clinic with the pulse generator exhibited far r oversensing and inappropriate programming. The device remained implanted. The reprogramming was successful and the patient was doing very well.